Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed. A supplemental report will be submitted when the evaluation is complete. No conclusions can be made at this time.

Event description:
It was reported that the pump emitted visual and auditory alarms, and displayed the "verify" screen at which time, the pump was found to be hot to the touch.